Event description:
Event description cpi received information that this bipolar lead had dislodged. The physician elected to remove this lead and implant a positive fixation lead because off the dislodgement. Implanted-04/06/96. Explanted-07/23/96. Implant months-3.5. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.